Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead noise. No changes or interventions were reported. The patient condition was stable.